Event description:
The account alleged the siderail has a broken weld causing the siderail not to latch. No injury reported.

Manufacturer narrative:
The tech sent a complete siderail assembly to resolve the issue.